Event description:
In 2007, the lay user/pt contacted lifescan alleging that a one touch ultrasoft lancing device had a cocking control issue. The pt indicated that the alleged lancing device issue started on approx a month earlier. As a result of the lancing device issue, the pt administered self-care by taking his usual dose(s) of novolin insulin. On an unspecified date after the lancing device issue started, the pt developed symptoms of sweating and tiredness. The pt was not tested on another device. The meter, test strips, control solution, and lancing device were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged lancing device issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, strips, and lancing device for eval, but has not yet received it. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.